Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female patient of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while trying to place the pump, the device would no advance due to the patient's groin anatomy. The implant was subsequently aborted because of the noted issue. There was no patient harm reported.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related.